Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year, 7 months. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's hemoglobin (hgb) was downtrending from 9.2 on (B)(6) 2018 to 6.6 on (B)(6) 2018. The etiology of this trend was unclear. The patient has dark stools as baseline 2/2 chronic oral iron repletion. No melena, nausea or vomiting. Abdominal exam was benign. The only symptom was some dyspnea on exertion over the past 2 days. An esophagogastroduodenoscopy (egd) on (B)(6) 2018 revealed 3mm of bleeding, arteriovenous malformation (avm), argon plasma coagulation (acp) with successful hemostasis. The patient received a blood transfusion.